Event description:
As reported to coloplast, though not verified, patient was implanted with aris transobturator tape on (B)(6) 2009. Later, patient experienced mental and physical pain and suffering.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.